Event description:
It was reported that the patient experienced a hypoglycemic event with blood glucose reported at 39 mg/dl following prior hyperglycemia reported up to 400 mg/dl and subsequent insulin corrections while using the ilet system. The patient experienced loss of consciousness, after which the patient¿s parents transported the patient to the emergency room where treatment with intravenous dextrose was administered, and the patient was discharged the same day without inpatient admission. Investigation included review of user-reported information and device reports, which identified that the patient did not routinely perform meal announcements, contributing to prolonged hyperglycemia and potentially more aggressive algorithm adaptation and correction dosing in the setting of a lower continuous glucose monitor target setting. The patient denied use of outside insulin. It was concluded that the event was caused by user-related factors associated with inconsistent meal announcement and therapy management, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.